Event description:
Philips received a complaint on the heartstart mrx device indicating that there was an external paddle problem.

Manufacturer narrative:
The device is evaluated remotely with help from philips rse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause is a component failure. The customer was provided information to replace the external paddle to resolve the issue.